Event description:
Caller reported updating time and personal profile settings, which resulted in a blood glucose level of 24 mg/dl. Caller addressed the low blood glucose level by eating candy, and no assistance from a third party was required. Customer technical support assisted caller with adjusting the correction factor setting, advising them to consult with their healthcare provider for further updates, which caller acknowledged and understood.